Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room and was diagnosed with an embolic cerebrovascular accident (cva). The patient's inr was 1.4 at the time of event. The patient was admitted and it was noted that the patient had been on coumadin since implant. There was no known coagulopathy. No log files were submitted for review. The vad coordinator states the hmii functioned as intended. The patient will continue to be monitored for recovery.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the patient's embolic stroke could not be determined through this evaluation. It was reported that the patient had been on coumadin since implant. It was also communicated that at the time of the incident the patient¿s inr was 1.4 and that the patient did not have any known coagulopathy. It was further reported by the vad coordinator that the vad functioned as intended. The patient remains ongoing on the vad, and no related events have been reported to the manufacturer at this time. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event. (B)(4).